Event description:
Customer reported the insulin pump was king of frozen so she changed the battery. Once the new battery was inserted the device alarmed battery out limit. Customer stated when she pressed the esc button nothing happens. Customer blood glucose was 230 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to moisture damage on the keypad traces. Unable to confirm the unexpected battery out limit alarms due to the keypad anomaly. The pump also had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.